Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during the end of valve deployment of a 26 mm sapien 3 ultra valve, the certitude delivery system balloon burst. The valve was fully expanded. During removal of the system into the sheath, difficulty was encountered. The delivery system and the sheath were able to be removed together from the apex of the ventricle with difficulty. There were no consequences to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted for engineering evaluation and correction of device available for evaluation. The following sections device available for evaluation (d10) and narrative text (h10) has been updated. The certitude delivery system was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and revealed that the delivery system inserted through sheath with a radial balloon burst. During manufacturing, the units are inspected and tested through the process. All inspections are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During balloon inspection, the balloons are visually and dimensionally inspected per procedure. Per procedure, during the balloon pleat and fold process the balloons are visually inspected for defects. During final assemble the balloon catheter is leak tested per procedure. At final inspection per procedure, the delivery system balloon and catheter are visually inspected for defects. In addition, during product verification testing, the samples from the lot are tested for burst pressure. The sample units passed testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the reported event. A device history record (DHR) review was performed and did not reveal other manufacturing non-conformance issues that would have contributed to the event. A review of lot history of the work order revealed no other complaints related to the reported events. A review of complaint history from march 2019 through february 2020 for the certitude delivery system revealed additional returned complaints for this reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Available information suggests that patient/procedural factors may have contributed to the event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2020 control limit for all the trend categories related to this reported event. The IFU for the s3u valve with certitude delivery system, and preparation manual and training manual were reviewed the necessary steps for preparation of the certitude delivery system. The training manual provides guidance on if the delivery system balloon ruptures during valve deployment. Do not use excessive force, take care when removing the delivery system through the tip of the sheath, maintain guidewire position, check for pv leaks under echo and if post-dilation is needed, use a new delivery system. In addition, steps of instructions for a balloon rupture are as follows: attempt to visualize location of tear either in tee or via angio through the pigtail or system, when removing, ensure the delivery system and wire are coaxial with the sheath tip (watch under fluoro with every movement, be patient and pull gently especially near tear and balloon shoulder transitions), do not force if resistance is met near or at the sheath tip, force could result in additional tearing of the balloon material and the balloon material or tip coming off, if getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help, and understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position and do not attempt to pull just the delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Call a surgeon and convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs, ensure the valve is well opposed and if it is not, you must post dilate immediately with another balloon or delivery system and sheath. No IFU or training deficiencies were identified. The complaints were confirmed based on imagery provided by the site. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing nonconformance was unable to be determined. A review DHR, lot history and complaint revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Although it was reported that no bulky calcification was present, the presence of any level of calcification within the annulus subjects the balloon to a risk of burst. While balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, however calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, balloon burst can result in difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely caught on the tip of the sheath. In this case, available information suggests that patient factors (calcification) contributed to the balloon burst and procedural factors (retrieval of burst balloon) contributed to the withdrawal difficulty. However, without further imagery, a conclusive root cause was unable to be determined at this time. No manufacturing non-conformances that would have contributed to the reported events were identified. A review of complaint history revealed that the occurrence rate did not exceed the february 2020 control limit for all the trend categories related to this reported event. Therefore, no product risk assessment not corrective or preventative action if required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.